Event description:
The customer reported the ventilator was alarming due to a pressure sensors failure during setup for initial use. As reported, pressure sensor failures during normal ventilation use may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers field service engineer (fse) confirmed the reported problem. During evaluation of the unit, the fse reported the data acquisition pcb to motor controller pcb cable was loose. The fse corrected the loose cable and reported the unit functioned normally. Applicable final testing was performed and passed.

Manufacturer narrative:
Loose cable corrected.